Manufacturer narrative:
Unknown person.

Event description:
It was reported that patient received both appropriate and inappropriate hv and atp therapies for vt and svt. Review of egms also revealed intermittent undersensing of r-waves. Reprogramming was recommended. No further information is available.